Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he confirmed that an iab catheter restriction error occurred and replaced the drive pressure regulator to resolve the issue. The fse also replaced the tidal volume disk and the drive side of the safety disk. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was having auto fill issues while on a patient. The customer removed the malfunctioning iabp and replace it with another iabp. They kept the same intra-aortic balloon (iab) that was already inserted in the patient. No adverse event has been reported.